Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was admitted to the hospital. On (B)(6) 2011, the patient was treated with amikacin 250 mg, ip once daily (reported as continuing), imipenem 500 mg, ip twice daily (reported as continuing) and vancomycin 1 gm, ip (loading dose). The cause of peritonitis was reported as unknown. Outcome was reported as unknown. Dianeal therapy continued. The nurse considered the event of peritonitis to be unrelated to dianeal.